Event description:
The customer advised the tubes were defective/no vacuum, tubes underfilled by 3-4 ml, with multiple users, on multiple days. The customer advised tubes were collected by both butterfly and peripheral IV [piv]. The customer advised when a butterfly needle was used, a discard tube was not drawn first. For the piv, a discard tube was drawn when blood was collected. The customer advised the nurses/phlebotomists held the tubes in place in the holders by pressing it with their thumb until filled per IFU. The customer advised no photographs could be provided.

Manufacturer narrative:
Complaint (B)(4). Received 1rk 456087p/b240334g for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction could not be duplicated.